Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving a unknown baclofen of an unknown concentration at an unknown dose via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that a catheter event had occurred. Per the patient, when she was implanted her catheter was "messed up" and the catheter was placed all the way through the dura. The patient stated she then fell and broke her hip 4 months later because she was not getting the medicine due to the healthcare professional (hcp) putting the catheter all the way through her spine. A revision was done to fix the catheter issue. The catheter issue occurred on (B)(6) 2006, the broken hip in (B)(6) 2007 and the catheter revision was on (B)(6) 2007. There was no allegation against the pump and the unknown catheter was revised. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that per the patient she had her original baclofen pump implanted in (B)(6) 2007 (previously reported as (B)(6) 2006). Per the patient, in (B)(6) 2008 (previously reported as (B)(6) 2007) the patient was evaluated in a hospital for the fall and broken hip, and had a catheter revision at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.